Event description:
Complainant alleged that during a routine shift check by a clinician, the devices configuration reset to default values. Complainant indicated that there was no patient involvement in the reported malfunction.